Manufacturer narrative:
Block b3: exact date unknown, event occurred several months ago based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned per facility policy.